Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
An mhra user report has been received where a hcp reports their patient developed skin reactions while wearing the pod. Site rotation and a variety of preventative products have been tried with no effect. Hydrocortisone is now required to apply to pod sites after pod removal.

Manufacturer narrative:
The device was not returned and no lot details were provided. The use of obds (on-body-delivery-systems) that utilize adhesive always present opportunities for skin reaction/irritation. While most patients tolerate medical adhesives well, some patients may experience allergic contact dermatitis (acd). Acd is the most common reaction to adhesive bandages, but it's not a true allergic reaction. Acd is a condition where the skin becomes red, sore, or inflamed after direct contact with a substance. The omnipod 5 pod adhesive formula has not changed since release of the product and there have been no change in adhesive supplier. The omnipod 5 user guide states: "wearing a pod might cause infection. Be aware of signs of infection, including: bleeding, pain, and skin irritation, including redness. See your healthcare provider if irritation occurs." "Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin. Applying a pod under these circumstances could put your health at risk." Guidelines for pod site selection: "the site should be at least 1 inch (2.5 cm) away from the previous site to avoid skin irritation" "note: antibacterial soap may irritate skin, especially at the infusion site. Ask your healthcare provider how to treat any skin irritation."